Manufacturer narrative:
Expiration date: 09/2018. Manufacture date: 09/2013. Based on the available information, this event is deemed to be a reportable malfunction. A root cause analysis could not be performed as the complaint sample is not expected to be received from the customer. A batch record review indicated that no discrepancies could be found, the issue will be monitored through the post market product monitoring review. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Note: there is one (1) additional case associated with this device, a separate 3500a form has been generated to capture the additional complaint. Reported to the FDA on: july 20, 2016. (B)(4).

Event description:
Complaint received from a medical officer reporting "mouth piece adapter (black) also easily pulled out. Product is of low quality and cause high incidence of block tube." Reporter could not provide details, but stated it is possible the past blockages were due to secretions. No further information was provided. Reporter did not verify if the device was used or if patient harm occurred as a result of this complaint.